Event description:
The user reported that he was not able to hear any sound when using the device after a fall. The user stated the loss of sound occurred a while ago.the user noticed a sudden change in hearing with the device. The audiologist will schedule for the user to meet with the surgeon. At the moment there are no plans for a revision surgery.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Further steps to be taken by the clinic.

Event description:
The user reported that he is not able to hear any sound when using the sonnet eas system after a fall. The user stated the loss of sound occurred a while ago. The audiologist will schedule for the user to meet with the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he was not able to hear any sound when using the device after a fall. The user stated the loss of sound occurred a while ago. The user noticed a sudden change in hearing with the device. The user was re-implanted

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Further according to the device explantation report form eleven channels were found extra-cochlear during explantation surgery. However, according to the information received it seems likely that the electrode array was pulled out during explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.